Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep troubleshot the system and reseated the cpu memory chips. He reloaded the system config files after customer reloaded system software. The customer reloaded the wrong rev software, so they reloaded the correct rev. Fifteen software onto cart and reloaded the config files. The rep adjusted the kv tracking to within specs. The system operates as intended.

Event description:
The customer reported that the system will not boot up.